Manufacturer narrative:
(B)(4). Batch # unk. Photo evaluation summary: the protruding staple does not seem to be from the circular staple line. Looking at the images, only one staple is malformed. With the circular anvil to cartridge clocking mechanism, we would expect more staples to have issue if we had a cartridge to anvil alignment issue. From the image, it looks as if a staple from a previous firing was captured inside the powered circular device then mangled during the closure and firing sequence. The crown of the staple is off to the side and the leg is bent several times; this indicates a smashing/bending action. Based on the photos reviewed, the event described cannot be confirmed. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What are the product code of the devices? Can you please clarify this statement that you made in the event; "a single point was visible laparoscopically and appeared to be positioned in the extra-anastomotic area. "? Was an echelon flex 60mm device used in the procedure? If yes, is it known if the staple seen in the "extra-anastomotic area" is from the echelon flex 60mm device? Were there any patient consequences? If yes, please describe. Are the devices available for return?

Event description:
It was reported that the surgeon dr. (B)(6) has performed a colorectal case and experienced 2 point deflections after firing echelon powered circular staple. During the operation, performed by laparoscopic resection of sigma, there was a protruding point along the suture line. In the case, a single point was visible laparoscopically and appeared to be positioned in the extra-anastomotic area. The case presented some major difficulties because the patient exhibited feces in the anastomotic area. Dr b was therefore forced to clean the rectal stump more carefully before using the circular.